Manufacturer narrative:
Date of event reported as (B)(6) 2017, (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a flex arm in a minimal invasive access support system (mis) was tested prior to a surgery and it was noted that the flex arm would mate with the insight retractor (blade) as expected but the blade would not stay attached when it was pulled apart with force. It was further explained that the flex arm would connect to the insight tube when the coupling on the flex arm was pulled back (syringed) and it would lock into place as expected. When the user pulled the devices apart with enough force the flex arm and the insight tube would disconnect. The user expected to have to syringe (pull back the coupling on the flex arm) to disengage or separate the two devices but the two popped apart when pulled with enough force. The reporter added that he attempted this with three separate sets of arms ( a total of six arms). The flex arms were tested using two different insight retractors (blades). This was noted on (B)(6) 2017, when inspecting equipment prior to an upcoming surgery. The reporter stated that after inquiring about the product he was told that this is typical of the device functionality. As such, the devices were sent back to evaluations and processed for future use. Reportedly there was no impact to a procedure and the device did not separate or malfunction during use on a patient. Concomitant devices reported: insight retractor (part number unknown, lot number unknown, quantity 2). This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Part 03.612.010, lot h044106: release to warehouse date: july 14, 2016. Supplier: mediflex surgical products. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: it was reported that the flex arm in a minimal invasive access support system (mis) would not grab onto the supporters. This complaint is confirmed from a design perspective. Visual inspection and functional test revealed that the connecting geometry of the flex arm is not centered, which is contributing to the device not connecting to mating devices. The complaint condition of the flex arms not connecting to mating devices was able to be replicated. No new malfunctions were identified as a result of the investigation. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Flex arm assembly drawings were reviewed during this investigation. Device is fully functional and conforming to manufacturing specification. It was determined that the lack of a positional tolerance on the flex arm connecting geometry may be contributing to this complaint. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot# and UDI#. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.